Event description:
On (B)(6) 2011, the pt received two percutaneous leads (from the same lot). Two days later the pt received a blood patch for a wet tap that occurred as a result of the permanent implant procedure. The blood patch resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.